Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer could see on the insulin pump the lower portion and the top portion of the screen had lines and a dots. The customer's blood glucose level was 194 mg/dl. The customer mentioned that the insulin pump was neither dropped nor bumped. The customer reported that the battery in use was energizer. The insulin pump will not be returned for analysis.